Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported by patient that she had a left acl/all surgery on (B)(6) 2015. Patient reports progressing satisfactorily through rehabilitation until (B)(6) 2016 when patient experienced sudden and severe pain leaving her unable to bear weight. Surgeon attempted to manage pain and swelling. On (B)(6) 2016, an MRI revealed that the surgical screw from the lateral attachment site of the acl graft had broken out of the bone and was floating in the soft tissue space on the lateral side of the knee, beneath the illiotibial band. On (B)(6) 2016 patient underwent a second surgery. During the second surgery, a 4.5 mm piece of a broken swivelock surgical screw was removed and a significant amount of the bursa was resected. After the hardware was removed, patient reported that she began to regain mobility and strength in the knee. Patient reports she had a prior acl revision in 2009 on same knee and is not providing information for this case stating it has no bearing on the issue resulting in the (B)(6) 2016 revision surgery.